Manufacturer narrative:
No unexpected low battery alarms were noted. The sleep currents were within specification. The pump passed the displacement and self tests. However, the pump was received with a cracked reservoir tube lip, a scratched case, minor scratches on the lcd window and a peeling off keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report recurring pump error 25 alarms and that the device was draining batteries quickly. The customer's blood glucose level was unknown. No further details were provided.